Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that his insulin pump was not working and he received a message that a button has been pressed for more than 3 minutes. Customer tried clearing the alarm and the buttons did not respond. Customer took the battery out and put it back in. Customer stated that numbers appeared and then the screen went blank. The pump started vibrating continuously and the pump had a blank screen and a constant tone. Customer was sitting in a stream for 5 minutes and thought the pump was water resistant. Customer's blood glucose was 120 mg/dl at the time of the incident. Customer stated that the pump is vibrating without an alarm or alert. Customer stated that the pump display went blank immediately after the pump was exposed to moisture. Customer was advised to discontinue use of the pump and revert to a back-up plan. Customer will be sent a replacement pump due to exposure to water.